Event description:
A customer reported to beckman coulter, inc. (Bci) that they obtained erroneously low tsh (thyroid stimulating hormone) results on their access 2 immunoassay system, and the results were reported out of the laboratory. The customer did not provide any qc (quality control) or system info related to the event. A technician found that a tsh reagent pack had not been loaded into the correct position in the reagent carousel. The samples were retested using a correctly loaded tsh reagent pack and amended reports were issued. Twelve (12) pt results were reported outside of the laboratory. The customer provided only examples of 7 erroneously low tsh results. No corrected results or pt or sample data were provided. There was no report of death or serious injury associated with this event. However, it is not known if any change to pt treatment had occurred.

Manufacturer narrative:
A bci fse (field service engineer) was not dispatched to the site for this event since one was not required. The cts (customer technical support) technician performed troubleshooting over the phone and was able to determine that a tsh reagent pack was incorrectly loaded on the carousel and this was the root cause of the problem. This is one of 12 medwatch reports being submitted since there were 12 separate results reported out of the laboratory associated with this event. The list of associated medwatch reports is as follows: 2122870-2011-05700, 05701, 05702, 05704, 05705, 05706, 05707, 05708, 05709, 05710, 05761. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.